Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Subsequently, the battery fully depleted and the pump shut off due to insufficient power. The customer¿s blood glucose level was 150 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.